Manufacturer narrative:
A rt-plus tibial insert 4/11mm was revised due to wear and debris. The complaint device was not returned for investigation, therefore the product inspection could not be performed. The review of the production documentation did not find any deviations from the standard operating procedure which could explain the reported failure. The complaint history review did not find further complaints concerning devices from the same batch. The review of the risk management documentation verified the severity and expected occurrence rate of the reported failure mode. The reported issue is also addressed in the product labeling as possible adverse effect. For the medical investigation, revision operative report was not provided, nor any x-rays or patient information. All documents and images provided as of this date have been reviewed. Based on the conducted investigation for this reported complaint, the root cause of the failure could not be determined conclusively. The complaint investigation will be reopened if additional information will become available. Smith+nephew will monitor the devices for similar issues.

Manufacturer narrative:
Additional info: concomitant medical products, type of report, MFR report number, follow up type, device evaluated by MFR, adverse event problem, additional MFR narrative. Results of investigation: a rt-plus tibial insert 4/11mm was revised due to wear and debris. The complaint device was not returned for investigation, therefore the product inspection could not be performed. The review of the production documentation did not find any deviations from the standard operating procedure which could explain the reported failure. The complaint history review did not find further complaints concerning devices from the same batch. The review of the risk management documentation verified the severity and expected occurrence rate of the reported failure mode. The reported issue is also addressed in the product labeling as possible adverse effect. For the medical investigation, revision operative report was not provided, nor any x-rays or patient information. All documents and images provided as of this date have been reviewed. Based on the conducted investigation for this reported complaint, the root cause of the failure could not be determined conclusively. The complaint investigation will be reopened if additional information will become available. Smith+nephew will monitor the devices for similar issues.

Event description:
It was reported that a revision surgery was performed to replace a tibial insert due to wear and debris. Patient presented instability and anterior knee pain.